Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 1052 mg/dl. The customer's daughter stated that on the day of the event the customer waited too long to treat her blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.